Manufacturer narrative:
Additional narrative: subject device has been received and a product development investigation was completed. The investigation summary indicates that: we have received the cancellousscr ø4 full-thr l30 (406.030 / l137972) for investigation, here is the statement: upon visual inspection the part we have received broken as reported, this thus confirming the complaint description. A device history record (DHR) review was performed for the affected lot, 160 parts were delivered to the warehouse, no abnormalities or deviations were detected, which could lead to the complaint failure. The article was manufactured in september 2016. No ncrs were marked in the DHR during production. Moreover, a review of our complaints data base shows, that there are no other complaints for this issue from this article and lot number. The measure result is within accuracy. Furthermore, the complaint relevant dimensions cannot be checked for dimensional accuracy. Unfortunately, we are not able to determine the exact reason for this occurrence, but it is likely that during the operation an application error may have taken place and/or that high applied mechanical force, led to this damage. No product fault could be detected. No corrective action required. Date returned to manufacturer. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional device code kwq. Device malfunctioned intraoperative. Device was not implanted/explanted. Device is expected to be returned for manufacturer review/investigation, but has not been received yet. (B)(6). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review is pending completion. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that on (B)(6) 2017, surgeon tried to implant philos plate on the right hand of the patient but unfortunately, the screw broke during the procedure. Reportedly, surgery delayed for thirty (30) minutes. Fragments were generated and were difficult to removed. Surgery was completed successfully with patient outcome as good. Concomitant devices reported: philos plate (part# unknown, lot# unknown, quantity 1). This report is for one (1) 4.0mm ti cancellous bone screw fully threaded/30mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device history records review was conducted. The report indicates that the: 406.030 - l137972. Manufacturing location: (B)(4). Manufacturing date: 22.sep.2016. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation summary indicates that: product was not returned and, an investigation could not be performed due the missing material. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Complained issue could not be replicated and/or confirmed based on the available information. No pictures and/or x-ray¿s were provided and no material was returned for investigation. Without investigation it cannot be defined if a corrective action is necessary. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.